Manufacturer narrative:
The following other devices were also listed in this report: size 3 accolade ii 132 deg; cat# 6720-0330; lot# 43750109; delta v-40 ceramic head 36/+2,5; cat# 6570-0-536; lot# 44587401; trident psl ha solid back 52mm; cat# 540-11-52e; lot# 43989701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology per or protocol and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Manufacturing date corrected. An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was not returned for analysis. Medical records received and evaluation: a review of the provided information by a clinical consultant could not determine a root cause nor confirm the event. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot and there has been one other event for the sterile lot. The exact cause of the event could not be determined because insufficient information was received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Doctor reports patient is positive for a infected status post right total hip done. Doctor proceeded to remove all components using a burr and osteotomes. He then proceeded to wash out the joint and implant a prostalac using a liner a small accolade stem and a 36 +5 metal head. This was all coated with antibiotic laden cement. Patient was cleared of an infection of the right total hip. Md has requested a restoration modular stem for this revision back to a total hip. Procedure was performed through the posterior approach. The cement prostalac from the first revision was removed using osteotomes. Once removed md proceeded to ream for a new cup in which a 56mm tritanium cluster was implanted with screws and a 10 degree hooded liner 36mm. Then the femur was prepared per restoration modular surgical technique. A 15x195 stem and a 19+ 20mm body were implanted. A trial reduction was perform and a 36- 2.5 delta head was implanted. The surgery was performed without incident."

Event description:
Doctor reports patient is positive for a infected status post right total hip done (B)(6) 2013. Doctor proceeded to remove all components using a burr and osteotomes. He then proceeded to wash out the joint and implant a prostalac using a liner a small accolade stem and a 36 +5 metal head. This was all coated with antibiotic laden cement.